Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument, and found a damged plunger and tip clamp in the reported problem area of the pipette assembly. Both plunger and tip clamp were replaced. The instrument was cleaned, inspected, tested without further problem, and returned to expected operation.